Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / left pelvic pain') in an adult female patient who had essure (batch no. 257577-inv.a57113) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included cervical pap smear abnormal in 2012, birth control from 2010 to (B)(6) 2013, endometriosis in 2006, endometriosis in 2006, body mass index high, spotting vaginal, irritable bowel syndrome, uterine fibroid, intermenstrual bleeding, bleeding genital, menses irregular, depression, anxiety, mood altered, stress (on the job), abdominal cramps, ovarian cyst (unspecified location) and urgency urination. Previously administered products included for birth control: mirena iud from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included fibroids since 2018, delayed period since (B)(6) 2014, endometriosis since 2006, urinary tract disorder, urinary tract infection, urinary frequency (has increased), dysuria, escherichia coli bacteremia, gastrointestinal symptom nos, metrorrhagia, nausea, dyspareunia, uterine leiomyoma and back pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal distension ("other injury (ies) or complication(s) please describe: abdominal bloating"). The patient was treated with surgery (hysterectomy (partial), oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral remova). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved, the migraine, anaemia and abdominal distension was resolving and the headache and fatigue outcome was unknown. The reporter considered abdominal distension, anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Culture urine - on an unknown date: 25,000-50,000 escherichia coli colony forming units per ml; on an unknown date: greater that 100,000 forming units per ml. Lot number: 257577 - not valid lot number:a57113 manufacturing date: 2012/09 expiration date: 2015/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2020: update of information (batch is not valid). On 10-jul-2020: quality safety evaluation of ptc. On 18-jun-2020: fu 4,5&6 process together- pif received: no new information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / left pelvic pain') in an adult female patient who had essure (batch no. A57113, 257577) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included cervical pap smear abnormal in 2012, birth control from 2010 to (B)(6) 2013, endometriosis in 2006, endometriosis in 2006, body mass index high, spotting vaginal, irritable bowel syndrome, uterine fibroid, intermenstrual bleeding, bleeding genital, menses irregular, depression, anxiety, mood altered, stress (on the job), abdominal cramps, ovarian cyst (unspecified location) and urgency urination. Previously administered products included for birth control: mirena iud from (B)(6) 2010 to (B)(6) 2010. Concurrent conditions included fibroids since 2018, delayed period since (B)(6) 2014, endometriosis since 2006, urinary tract disorder, urinary tract infection, urinary frequency (has increased), dysuria, escherichia coli bacteremia, gastrointestinal symptom nos, metrorrhagia, nausea, dyspareunia, uterine leiomyoma and back pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), anaemia ("blood or heart disorder/condition type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal distension ("other injury (ies) or complication(s) please describe: abdominal bloating"). The patient was treated with surgery (hysterectomy (partial), oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved, the migraine, anaemia and abdominal distension was resolving and the headache and fatigue outcome was unknown. The reporter considered abdominal distension, anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff currently planning for essure removal diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Culture urine - on an unknown date: 25,000-50,000 escherichia coli colony forming units per ml; on an unknown date: greater that 100,000 forming units per ml. Most recent follow-up information incorporated above includes: on 11-jun-2020: pfs+mr received-case become incident. Essure removal information updated. Lot number was updated. Event outcome of dyspareunia, abnormal bleeding, dysmenorrhea, migraine, anemia, were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pain / left pelvic pain'). In an adult female patient who had essure (batch no. 257577-inv.a57113), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "device monitoring procedure not performed". The patient's medical history included: cervical pap smear abnormal in 2012, birth control from 2010 to (B)(6) 2013, endometriosis in 2006, endometriosis in 2006, body mass index high, spotting vaginal, irritable bowel syndrome, uterine fibroid, intermenstrual bleeding, bleeding genital, menses irregular, depression, anxiety, mood altered, stress (on the job), abdominal cramps, ovarian cyst (unspecified location) and urgency urination. Previously administered products included, for birth control: mirena iud from (B)(6) 2010. Concurrent conditions included: fibroids since 2018, delayed period since (B)(6) 2014, endometriosis since 2006, urinary tract disorder, urinary tract infection, urinary frequency (has increased), dysuria, escherichia coli bacteremia, gastrointestinal symptom nos, metrorrhagia, nausea, dyspareunia, uterine leiomyoma and back pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines/headaches"), headache ("migraines/headaches"), anaemia ("blood or heart disorder/condition, type: anemia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal distension ("other injury (ies) or complication(s) please describe: abdominal bloating"). The patient was treated with surgery (hysterectomy (partial), oophorectomy (bilateral removal of ovaries), salpingectomy (bilateral removal). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and dyspareunia had resolved. The migraine, anaemia and abdominal distension was resolving. And the headache and fatigue outcome was unknown. The reporter considered abdominal distension, anaemia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass: index was 27.5 kg/sqm. Culture urine: on an unknown date, 25,000-50,000 escherichia coli colony forming units per ml. On an unknown date, greater that 100,000 forming units per ml. Lot number#: 257577 - not valid. Lot number#: a57113, manufacturing date:2012/09, expiration date:2015/09. Most recent follow-up information incorporated above includes: on (B)(6) 2020, quality safety evaluation of ptc(product technical complaint). Fu 5, 6, 7 processed together. On (B)(6) 2020, pif received: no new information were added. Fu 5, 6, 7 processed together. On (B)(6) 2020, mr received: no new significant information received. Fu 5, 6, 7 processed together. We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.